Manufacturer narrative:
Component was returned to parent company for inspection. The root cause of failure was determined to be fatigue in the material, but the reason why this occurred could not be established fully. The most probable root cause for this incident is misuse, eventually leading to the reported failure.

Manufacturer narrative:
Affected component to be returned to permobil for investigation. Component will be returned to parent company for further analysis of failure. Once final investigation is completed, a followup MDR will be reported with additional details.

Event description:
Consumer reports while out hunting in his power wheelchair, the seating broke away from the seat post allowing consumer to fall over resulting in an injury to his right shoulder.